Event description:
It was reported that a (B)(6) female patient underwent a tricuspid valve repair using an edwards annuloplasty ring, and shows moderate tricuspid regurgitation several days after implant. Report indicates no intervention is scheduled for this patient. Implant operative report indicates the patient underwent exploration of the femoral artery and vein, placement of an arterial line through the right femoral artery, tricuspid annuloplasty with a size 26 mm physio ring, rerouting of the right pulmonary vein using baffle with a pericardial patch going into the left atrium after removing the septal patch, patch enlargement of the superior vena cava with also a pericardial patch, placement of an epicardial right ventricular wire carried to the left infraclavicular area. No complication noted during the surgery. Also noted that this patient had a previous asd closure with a patch 40 years ago.

Manufacturer narrative:
Report of moderate tricuspid regurgitation several days post tricuspid valve repair using an edwards annuloplasty ring. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring. The causes for a failed annuloplasty repair are well documented in the literature. These are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. Failed repairs are almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. Echocardiography discs were provided; however, independent review has not yet been completed. Additional information will be reported once available.

Manufacturer narrative:
Additional manufacturer narrative: echocardiography discs were provide to edwards and were reviewed by an independent consultant, impression as follows: "pre-operative pathology is not known; however, post-operative findings are suggestive of isolated right-sided pathology, with evidence of severe pulmonary hypertension, marked ra and rv enlargement, marked coronary sinus dilation (presumably passive and due to long-standing ra volume and pressure overload), rv hypertrophy, and moderate-to-severe rv systolic dysfunction. There is moderate tr despite an intact tricuspid annuloplasty ring. The etiology of tr appears to be persistent (or recurrent) tricuspid leaflet restriction. Analogous to persistent or recurrent functional mitral regurgitation following reduction mitral annuloplasty, this suggests that tricuspid annuloplasty alone may not have been sufficient to resolve functional tr in a scenario of marked abnormalities of rv size and function." Therefore, it is likely that this event may be related to patient related factors in addition to technical and operational context during the repair of the tricuspid valve. The device history record review was performed and confirms that this device passed all manufacturing and sterilization inspections. No further action is required at this time.